Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed driveline damage. The pump was retuned with the driveline severed approximately 9¿ from the pump housing. The remaining portion of the driveline was not returned. The sealed inflow conduit was returned; however, the flex section was severed at its midpoint and the proximal half and inlet extension were not returned. The sealed outflow graft, graft attachment, outflow graft bend relief and bend relief collar were returned. The pump appeared to have been exposed to a fixative prior to return. Depositions of post-explant blood were found within the flex section, inlet elbow, inlet stator, rotor, outlet stator, outlet elbow and sealed outflow graft. The depositions appeared to have been exposed to a fixative agent prior to being returned. Due to this, the composition of the depositions could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. An electrical continuity test of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The bionate and shielding were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire, approximately 1.5" from the controller connector. The conductors of the orange wire were exposed. The insulation breach of the wire appeared to be the result of repetitive flexing of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. The insulation breach of the orange wire would have resulted in a pump stoppage if the exposed conductors of either wire contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module or the mobile power unit. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii lvas IFU is also currently available. Section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 6 (under "caring for the driveline") instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Counsel patients to inform you immediately if they find signs of driveline damage. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient's pump was received by the manufacturer.